Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additionally, foreign material was found within the nozzle of the device, the angulation wires showed sign of wear decreasing the camera movement, there was deformation on the bending tube, there was a chip and white, visual clouding on the adhesive of the bending portion of the scope, the adhesive around the light guide lens was peeling, the channel inlet was loose, discoloration and dirt on the objective lens, a dent on the universal cord, visible water damage to the electrical connector, shaved suction cylinder, and scratches on the connecting tube, camera cover, universal cord protector sheath, scope cover, lock engagement lever, lock engagement knob, up/down knob, right/left knob, scope connector, universal cord, grip, and control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope identified a leak was detected. Evaluation of the device found foreign material within the nozzle. There were no reports of patient harm or involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The material could not be identified. Olympus will continue to monitor field performance for this device.